Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿does circumferential patellar denervation result in decreased knee pain and improved patient-reported outcomes in patients undergoing non-resurfaced, simultaneous bilateral tka?¿ by nicolaas c. Budhiparama md, et al, published by clinical orthopaedics related research (2020), vol. 428, pp. 2020-2033 was reviewed. The purpose of this study was to evaluate the efficacy of patellar denervation in 78 patients receiving bilateral attune primary tkas without patellar resurfacing between feb 2015 and october 2016. In all bilateral procedures, the patellar denervation via cauterization of the patellar rim was always performed on the right knee. The authors concluded that there was no clinical difference between the cauterized and non-cauterized knees. Depuy components: attune femoral component, tibial tray, and tibial insert. There was no patellar resurfacing and the type of cement used is unknown. Results: 3 reports of deep vein thrombi at 6 months post index tka. The authors note that all were treated successfully, but the intervention that was provided was not specified. Captured in this complaint: 3 bilateral attune tkas for deep vein thrombus (3 right knees and 3 left knees).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient presented with swelling and pain of left limb after walking 6 months post-op, no trauma, no lld, normal gait, dvt found on clinical & usg. Ultrasound reports: dvt of left limb with total occlusion of common femoral vein, superficial vein, popliteal vein, great saphenous vein. Information indicates unspecified treatment was successful. No revisions were performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.